Manufacturer narrative:
H.6 investigation: DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. H3 other text : see h.10.

Event description:
It was reported that bd plastipak¿ syringe 5ml luer-lok¿ plunger was deformed. This was discovered before use. The following information was provided by the initial reporter: the plunger of the syringe was deformed and smashed making it is use impossible.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe 5ml luer-lok¿ plunger was deformed. This was discovered before use. The following information was provided by the initial reporter: the plunger of the syringe was deformed and smashed making it is use impossible.